Event description:
It was reported that during a clinic visit, a high voltage lead impedance of greater than 200 ohms was measured. The lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.